Event description:
The lay pt contacted lifescan (lfs) alleging that her one touch ultra meter was reading inaccurately high. The pt said she obtained a reading of 247 mg/dl on the reported meter compared to a result of 171 mg/dl, on another meter within 10 mins of each other. The difference between the readings falls outside of accuracy specifications for meter to other meter result comparisons. The customer svc agent (csa) reviewed the reported meter memory results with the pt confirmed that the actual result stored in the meter memory was 218 mg/dl (rather than 247 mg/dl).the actual meter reading of 218 mg/dl falls withiin accuracy specifications for comparison to the other meter reading of 171 mg/dl. A control solution result was not obtained because the control solution was expired. The pt also reported feeling dizzy at a time of concern. She received a one touch ultra meter reading "in the 500's". The time and date of this incident relative to the accuracy comparison described above was not provided. The pt took humalog insulin following use of the meter; the insulin dose was not provided. The pt was admitted to the hosp in 2006. No info was provided regarding the pt's diabetes treatment regimen. However, the pt's hosp admission diagnosis was not provided. Further, no blood glucose obtained in the hosp or info regarding the hosp treatment of the pt was provided. The complaint is reported because the pt experienced symptoms that could suggest an abnormal blood glucose level, it is unk they were before or after taking isnulin partly based on an elevated meter reading.